Event description:
It was reported that the implant surgery for the artificial urinary sphincter was cancelled as the box was damaged upon receipt. The patient had already been sedated. No patient complications were reported.

Event description:
It was reported that the implant surgery for the artificial urinary sphincter was cancelled as the box was damaged upon receipt. The patient had already been sedated. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause traced to transport or storage was assigned to this investigation.